Event description:
It was reported, that the subject device had a stripes on screen. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. And the reported failure was confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: the video cable is broken. Based on the results of the investigation, it is likely, the following led to the malfunction: the video cable is broken. And therefore, stripes in image occur cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.